Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018, customer tested by fingerstick on the meter and got a result of 6.1 inr. The customer's doctor ordered a lab draw due to the high result. On (B)(6) 2018, the customer had a lab test and the result was 3.0 inr. Within 1 hour the customer tested by fingerstick on the meter and the result was 4.0 inr. The customer's therapeutic range is 3.5-4.5 inr. Customer has antiphospholipid antibodies. The customer is not anemic, no heparin, no direct thrombin inhibitors, no new illness and no diet changes. Customer reported some bruising but has not required treatment for the "brusing". The customer was on lovenox until (B)(6) 2018. There was no adverse event. The customer's meter and strips were requested for investigation and replacement product was sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.